Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded nickel implants") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("severe pain"). At the time of the report, the embedded device, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered embedded device, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following sever pain, bleeding, embedded nickel implants reported via social media: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.